Event description:
It was reported that the customer's insulin pump experienced an unexpected restart. His or her blood glucose was unknown at the time of reporting. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.